Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient presented for a generator change, and fluoroscopy showed the externalized conductors on the right ventricular lead. The device did not exhibit electrical anomalies, and the patient was asymptomatic. The rv lead was then extracted, and a new rv lead was implanted. Patient¿s condition was stable.

Manufacturer narrative:
The reported event of externalized conductors was not confirmed but insulation abrasions was found during analysis. A partial lead with the distal tip measuring 45.4 cm was returned for analysis. Internal insulation abrasions breaching right ventricular and ring electrode (re) cables lumens were noted at 8.3 cm to 9.1 cm, 10.9 cm to 12.4 cm and 11.0 cm to 12.5 cm from the distal tip. The etfe coating was intact at these locations and the inner coil was not exposed in these abrasion regions. Internal insulation abrasion breaching re cables lumen was noted at 25.9 cm to 26.5 cm from the distal tip. One re cable etfe coating was abraded while the other re cable etfe coating was intact and the inner coil was not exposed in this abrasion region.